Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 700mg/dl, and her blood glucose was treated with an insulin shot. The customer was very thirst, feeling strange, the chest and head hurt. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several low reservoir alarms. The drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. No further information was provided.